Event description:
Complaint ID # (B)(4).

Manufacturer narrative:
The following was reported: "head and belt slip message coming during testing. It was found that the optical tacho board (pcb) was defective and needs to be replaced. No harm to any person reported. A getinge field service technician (fst) was onsite and investigated the unit in question. The fst replaced both optical tacho boards. The system was checked according to factory¿s specification and all tests passed. The device was put back in use. The affected optical tacho boards were not available for further investigation. However the reported failure "head error" has been investigated in a previously complaint on 2019-08-26. The most probable root cause could be determined as a broken wiring of the optical tachoboard. And the failure mode "belt slip" can be linked to the following most possible root causes according to our risk management file (dms# 2023585, v11) -wrong pump speed. Thus the reported failure could be confirmed. Device was manufactured in 2014-03-14. Non-conformities (include non-conformities in production process) at mcp were reviewed for the period of 2014-03-14 to 2021-09-20. There was no non-conformity related to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The following was reported: "head, belt slip & direction error message coming during testing. Complaint ID # (B)(4).